Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies found. The lead stiffness test was normal.

Event description:
It was reported that the patient presented with shoulder pain. X-ray showed the lead tip outside the pericardium. Also noted were high threshold and low impedance. The lead was explanted.